Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with left ventricular (lv) lead that exhibited dislodgement and diaphragmatic stimulation which caused discomfort. The lv lead was explanted and replaced. The patient was stable.